Event description:
The patient had a med line attached and the rn ran dose of fluconazole. I then walked by doing parent rounds, and saw blood on the floor and asked the rn what happened. The line was assessed and due to a crack in the hub, blood backed up at the completion of the medication being administered. The entire line filled with blood and dripped out on floor. Rn changed the line immediately and saved the faulty line for materials management assessment.manufacturer response for extension set, extension set, microbore tubing (per site reporter)======================will pick up device.